Event description:
A distributor reported a malfunction with a pump, identified as error code 16-0x20e6. There was no information provided about any impact on the customer's blood glucose level. The pump began functioning again, was successfully tested, and is being returned for replacement, with a new pump being provided.